Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: the hcp informed that he was sued by a patient who was implanted with a skyline plate. The patient now feels contaminated by the titan. The plate is implanted and not available for return. There is no specific allegation against the skyline plate besides the titan material intolerance claims of the patient. This complaint involves one (1) device unk - plates: skyline. This is report 1 of 1 for complaint (B)(4).